Event description:
Sales consultant reported IV tubing was misloaded, stretched above the top of the pump. The tubing reportedly leaked and fluid entered the pump causing an alarm. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.